Event description:
Same case as MDR ID # 2134265-2013-01033. It was reported that during percutaneous coronary intervention (pci) procedure, the stent damage and thrombosis occurred. The patient was presented with a thrombotic lesion in the mildly calcified right coronary artery (rca). The vessel was aspirated. The vessel was pre-dilated and promus element monorail 3.50x24mm was delivered at 12 atm over a non-bsc guide wire to mid rca. Nc quantum apex balloon catheter 4.5mm was advanced with some difficulty and the stent was post dilated. Stent deformation was identified in the mid stent. Veriflex (liberte) coronary stent delivery system 4.5mm was delivered to cover the stent deformation. Post dilation was performed and the results were satisfactory. After few hours the thrombosis was identified in the stent. Aspiration and post dilatation were performed and veriflex stents were placed at both the proximal and distal ends of the promus element monorail 3.50x24mm stent. The results were satisfactory.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).